Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was being performed, however, the customer declined to complete the check. No additional information was provided. Customer¿s blood glucose was 304 mg/dl.